Manufacturer narrative:
Evaluation results: one pneupac ventilators parapac plus was returned for investigation in fair condition. The labels were intact, however the device was missing the CPAP knob pointer ring. The device was manufactured in may 2018. The investigator performed a visual and physical check of the CPAP knob, and observed that it was out of specification. The knob spun loosely during rotation. The customer reported product problem was verified. The CPAP knob was replaced as a result. The investigator stated that the product issue was caused by the customer.

Event description:
It was reported that the fio2 selector switch on the parapac plus ventilator was broken. No patient injury or complications were reported in relation to this event.